Manufacturer narrative:
The customer contacted the medical technical response center for assistance at which point a philips field service engineer (fse) was dispatched for onsite testing of the products involved and for the collection of log data and strips. Additional information was then provided that the customer is alleging there was no critical alarm between 12:00 and 12:25 and no alarming for low spo2 values, no information that the spo2 sensor was off the patient's finger and no alarm for low abp values. Logs, strips and bedside configuration files were collected and reviewed. The logs showed that the patient had a **spo2 80<91 alarm at 12:00 when the patient's spo2 fell below the set limit of 91%. The patient also had an increase in the pvcs per minute between 12:02 and 12:05 with a *pvcs/min 11>10 alarm. At 12:21 the patient had a **abps 77<80 alarm when the systolic bp fell below the low limit set at 80. Note that according to the configuration file, extreme/red level abp alarms were disabled, indicating that no critical level alarms for abp would be provided unless a disconnect occurred. Strips and trend data support that the patient's spo2 was intermittent with readings present between 12:00 and 12:02 but "?" Between 12:04 and 12:08 and between 12:10 and 12:11. Another gap in measurement is present between 12:15 and 12:37 with values represented as "?". In between these times measurements were stored with values between 81 and 97%. To data from the bedside review alarms screen was made available for this investigation and only certain inops are audited in the central monitor log files; spo2 sensor off is not an audited inop therefore no information is available regarding any alarms provided for that inop. At 12:29 an ***abp disconnect alarm was provided which then ended the active low abp alarm which was active/in effect between 12:21 and 12:29. The abp value at that time was noted to be 4. Testing found the products involved to be performing to specification and alarming appropriately; no reproducible product problem was identified. Of note the fse has confirmed that the alarm volume at the bedside can be lowered to 0. It is not known what the volume was at the time of the event. Testing of the product found no reproducible malfunction. The device is in use. The customer has been informed of the investigation results. The customer reported that a patient death had occurred. The customer alleged they did not receive any critical alarms, alarms for spo2 or information regarding the fact that the spo2 sensor was off the patient between 12:00 and 12:25. The investigation found that a low spo2 alarm was provided at 12:00 and a low abp alarm was provided at 12:21. The patient's spo2 sensor was intermittently not measuring values during this timeframe however the "sensor off" inop is not audited or stored in alarm log files therefore no information regarding whether an inop was provided for this occurrence can be determined. What was determined was that the bedside alarm volume had the ability to be turned down to 0 though the volume at the time of the incident was not determined; the patient's deterioration was rapid and the low abp alarm sound was occurring between 12:21 and 12:29 when an abp disconnect alarm was provided. Testing of the product found it performing to specification. No malfunction of the product is supported however use of the device is still considered a factor in this incident.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that a patient had a deterioration in condition however they did not receive an alarm for abp (arterial blood pressure) until the value was "0". There was a delay in the alarm and a delay in treatment as a result. A patient had a drop in abp and required resuscitation however the patient expired.